Event description:
Electric connector on machine emitted odor of burning rubber & then burst into flame-device is used to warm infants in order to maintain body heat while exposed to treatment uncovered by blankets or clothing.